Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor displayed failed a baseline test and was unable to complete functional testing. The cause for the failure was isolated to a shorted capacitor on the computer/analog pca causing the component to not function. The root cause of the shorted capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.